Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin delivery occlusion while using the ilet with a dexcom sensor connected, which prevented meal announcement and led to hyperglycemia; troubleshooting identified that the infusion set had been applied with the blue needle guard left in place, and the site was replaced with education provided on correct deployment. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness or other acute clinical effects reported. Outcomes included prolonged hyperglycemia managed over approximately five hours without professional medical intervention and without ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user-related infusion set deployment error resulting in occlusion. It was concluded that the event was due to incorrect infusion set application and not a device malfunction.